Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, infection, d & c, hysteroscopy, endometrial ablation (failed), c-section, vaginal candidiasis (2010), gonorrhea ((B)(6) 2007), gardnerella infection ((B)(6) 2007), spotting vaginal, adenomyosis and menstruation abnormal. *it was reported that the patient had undergone essure confirmation test. Concurrent conditions included nausea, vomiting and dizziness. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy prolonged periods"), anaemia ("anemia"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, abdominal pain lower, menorrhagia, anaemia, abdominal distension, abdominal pain, fatigue and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anaemia, back pain, fatigue, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2010. Discrepancy noted as essure removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: abdominal pain, fatigue, nausea. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy prolonged periods"), anaemia ("anemia") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, abdominal pain lower, menorrhagia, anaemia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.